Manufacturer narrative:
Unit received with sunbeam alkaline battery installed at 1.38 volts. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. No delivery anomaly or prime/fill anomaly noted during testing. Unit had intermittent button response on the down arrow button. Unable to determine root cause of intermittent button response on the down arrow button due to pump preservation. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. Data analysis: the pump history file lists fixed prime, programmed = 10.0u, delivered = 10.0u on (B)(6) 18 at 15:50:37, at 16:04:50, at 16:13:15 and at 17:56:43. The button event file was overwritten. Unable to determine if customer manually programmed the fixed prime/fill cannula deliveries. The pump history file lists data form (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2018 22:47:11 battery change, battery remove and then an alarm #3 - alarm time reset to factory default. Then the pump history file lists data from (B)(6) 2012 to (B)(6) 2018. A time/date new value (B)(6) 2018 was listed. Then the pump history file lists data from (B)(6) 2018. 03/15/18 15:45:43 battery change, battery remove and then an alarm #3 - alarm time reset to factory default. Then the pump history file lists data from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012 10:39:46 battery change, battery remove and then an alarm #3 - alarm time reset to factory default. A time/date new value (B)(6) 2012 was listed. Then the pump history file lists data from (B)(6) 2012.

Manufacturer narrative:
The information provided in the follow up report was not complete. The additional information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is concerned due to the insulin pump delivering 70 units of insulin via fill cannula. The customer was unable to upload the device. At a later date, customer called back and was able to upload device.

Manufacturer narrative:
Unit received with (B)(6) alkaline battery installed at 1.38 volts. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. No delivery anomaly or prime/fill anomaly noted during testing. Unit had intermittent button response on the down arrow button. Unable to determine root cause of intermittent button response on the down arrow button due to pump preservation. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. Data analysis: the pump history file lists fixed prime, programmed = 10.0u, delivered = 10.0u on (B)(6) 2018 at 15:50:37, at 16:04:50, at 16:13:15 and at 17:56:43. The button event file was overwritten. Unable to determine if customer manually programmed the fixed prime/fill cannula deliveries. The pump history file lists data from 12/02/2017 to 01/29/2018. On (B)(6) 2018 22:47:11 battery change, battery remove and then an alarm #3 - alarm time reset to factory default. Then the pump history file lists data from 01/01/2012 to 01/03/2018. A time/date new value (B)(6) 2018 was listed. Then the pump history file lists data from 02/03/2018 to 03/15/2018. On (B)(6) 2018 15:45:43 battery change, battery remove and then an alarm #3 - alarm time reset to factory default. Then the pump history file lists data from 01/01/2012 to 01/11/2012. On (B)(6) 2012 10:39:46 battery change, battery remove and then an alarm #3 - alarm time reset to factory default. A time/date new value (B)(6) 2012 was listed. Then the pump history file lists data from 01/01/2012 to 01/16/2012. Inserted a test battery on (B)(6) 2018 and monitored the pump until (B)(6) 2018. Using the existing basal profile settings 12:00 am 0.725u/h, 7:00 am 0.800u/h, 6:00 pm 0.725u/h, the unit was also programmed with miscellaneous boluses on (B)(6) 2018 11:01 am 2.00 u, 11:44 am 1.00u, 12:29 pm 2.00u, (B)(6) 2018 8:13 am 1.00u, 9:33am 2.00u, 10:14 am 3.00u and on (B)(6) 2018 5:00 am 1.00u, 6:00 am 2.00u and 7:01 am 3.00u while the pump was being monitored. The unit delivered the basal profiles and boluses properly. No basal anomaly, bolus anomaly or over/under delivery anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 54 mg/dl at the time of the incident. The caller believes the pump is over delivering insulin. The customer got 30 units of insulin during the fill cannula process. The customer was given glucagon, honey water, and soda to treat. The customer experienced symptoms such as a diabetic seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The caller was having pump upload questions and issues. The insulin pump will not be returned for analysis.